Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
Additional reporter (B)(6). The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a clave neutral connector where they reported that, "they connected c3300 on 3-way which put on a-line. After they drew off blood with syringe, the blood stay between the silicone and the housing. They couldn¿t flush clear with normal saline. There was no bleed back, no biohazard, no chemo." They reported that five (5) quantity was affected. There was patient involvement, but no adverse event/patient harm and no delay in critical therapy.